Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient had one upper ins and one lower ins. Ins (B)(4) was not holding a charge. The issue was noticed a couple of months ago. The patient would charge the ins to full and then they would use their programmer and it would show less than half full. The patient's healthcare provider ordered x-rays from the patient's neck to lower hips to check for breaks in the leads and see if they needed to replace the ins or the leads as well. They x-rays would be taken in 2 days and then the patient would see their healthcare provider on monday. When the patient used their recharger on the call the implant on the left side when facing them (B)(4) showed eri message. It was noted the patient's problem was actually in their hands, and their hands would be at a 10, their forearms at 8, biceps at 6 and their chest was fine. No symptoms were reported.